Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.

Event description:
The customer reported that the device displays different energies and modes than selected. There was no reported patient involvement.